Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer's field service engineer (fse) could not duplicate the reported issue. The fse performed an external and internal visual inspection on the v60, checked for loose wires, tubing and everything was properly connected. However a blower temperature high error code was encountered in the ventilator diagnostic report. The fse replaced the blower assembly to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a blower temperature error. No patient or user harm was reported. Event date not specified: estimate used.